Manufacturer narrative:
Beckman coulter field service engineers (fse) were dispatched and evaluated the instrument. The fse replaced multiple hardware components (potassium and na electrodes; cable, electrode reference buffer, ion-selective electrode buffer, carbon bridge), and perform multiple service tasks to resolve the issue.

Event description:
The unicel dxc 880i synchron clinical system generated false high k (potassium) results on eleven (11) patient samples. The results were reported outside of the lab. The customer does not know if there was impact to patient treatment. No injury reported. The customer stated quality controls (qc) were run before and after this event and the results were acceptable.